Event description:
The patient underwent vns explant. Both the generator and lead were removed. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
The patient underwent full vns revision due to high impedance (previously reported in MFR. Report no. 1644487-2021-00467). Since the surgery, the patient reported experiencing voice alteration, coughing, choking sensation, and pain in the throat. It was noted that the vns was initially programmed on following the surgery, but stimulation was then disabled due to these issues. The issues persisted while the vns was disabled. Per the neurologist's assessment, the events were suspected to be related to the vns implant procedure, and not related to the vns device itself. The surgeon also assessed that the events were not related to the vns device itself, and the patient was referred to an ent surgeon to further assess these events. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.